Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Fracture, embedment, vc perforation and caval narrowing. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported caval narrowing is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a gunther tulip ivc (inferior vena cava) filter device on (B)(6) 2008 via right common femoral vein due to multiple traumatisms (per implant operative report). It is alleged that the device fractured, that there was embedment and perforation, and the patient was injured without further explanation. It is alleged the filter was successfully removed (B)(6) 2018.